Manufacturer narrative:
Repair of the device was declined by the customer. The device was scrapped per customer's request. Resmed reference#: pr (B)(4).

Event description:
During resmed evaluation, an astral device did not turn on. There was no harm or serious injury reported as a result of the incident.